Event description:
It was reported that the patient stated that one of the implanted neurostimulators was taking longer to charge than the other and there was difficulty locating one of the devices, particularly on the side without scar tissue. Patient stated they charge everyday and if they do not charge for 2-3 days the battery level will fully discharge and therapy will turn off. Troubleshooting was done during the call with the agent walking the patient through starting a charging session and equipment appeared to be working normally. Agent observed the charger would connect to ins and then after several seconds or minutes would sometimes disconnect and start searching again it was also noted that at one point during the call, the patient said they experience tremors and jerks. See manufacturer report (B)(4) for referenced previously reported event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.